Event description:
A customer reported experiencing a cartridge alarm during the load process, which was identified as cartridge alarm 30. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Technical support educated the caller on the proper load technique, including waiting until prompted to remove the used cartridge. The caller acknowledged the advice and successfully loaded a new cartridge, allowing them to resume insulin therapy.